Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a trial lead procedure on (B)(6) 2018. It was noted when the epidural space was assessed with the epidural needle, a dural puncture occurred. As such, the procedure was abandoned. Post-operatively, the patient complained of numbness and weakness in the legs. A neurology consult determined the patient is doing well. The patient's symptoms have resolved.